Event description:
The engage tr introducer was used in procedure and fractured near the proximal base of the device when attempting to insert into the patient. It is unknown how the procedure was completed. No additional information is expected. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Product evaluation: the reported event of hemostasis hub detachment was confirmed. Visual inspection revealed that the hemostasis hub had been detached and separated from the sheath tubing; a crease parallel with the sheath was noted at the proximal end of the sheath. Additional investigation revealed the header was formed properly and had elongated prior to separating. The header condition met vision system specifications post tensile testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the detached hemostasis hub remains unknown. The engage introducer sheath instruction for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.